Event description:
A report was received that the patient underwent a pocket revision due to weight loss causing the ipg to be superficial. The physician made the ipg deeper for comfort and charging issues. The patient is doing well following the revision.